Event description:
It was reported that ez-io protection needle cap has come loose in closed packaging and protruded through the packaging. The issue was noted during daily check. Needle sets are stored in the ez-io bag according to the manufacturer's recommendations in the ambulance vehicle. No injury occurred.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review. Received one (1) 9018p-EU-005, ez-io 15mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. Also, the needle protrusions were so significant you could see them without magnification. The complaint has been confirmed. The certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. The complaint has been confirmed via visual inspection. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in (B)(6)2018 and is approximately 1.5 years old. The complaint of a protruding needle has been confirmed based on a visual inspection. Athlone (legal manufacturer) has issued a non-conformance to address the needle puncture issue.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that ez-io protection needle cap has come loose in closed packaging and protruded through the packaging. The issue was noted during daily check. Needle sets are stored in the ez-io bag according to the manufacturer's recommendations in the ambulance vehicle. No injury occurred.